Event description:
The patient experienced stimulation in the wrong location and new and preexisting pain. The implantable neurostimulator was reprogrammed several times, but did not provide adequate coverage to the patient's back. It was determined that the lead had migrated. The patient did not show up for her follow up visit with the hcp.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.